Event description:
It was reported that during an arthroscopy procedure, one bit of the firstpass tip part did come loose during the procedure. The metal bit was in the joint and the surgeon need to put in some work for this to come out of the patient. The procedure was successfully completed using a back-up device. There was a surgical delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H6 medical device problem codes updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label, the suture capture has been disconnected from the upper jaw, and the returned suture capture is deformed. A functional evaluation was performed on the returned device and found the jaw will close and the suture passer will deploy when trigger is initiated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include excessive force, tissue thickness, damage or debris on the device tip between passes. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.